Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Cut - lips [lip injury]. Injury in mouth [mouth injury]. Brush head fell in mouth, had injury in mouth, cut lips [injury associated with device]. Brushhead fell in mouth when using the toothbrush [device breakage]. Case description: a (B)(6) male consumer reported that his oral-b crossaction power brushhead fell in his mouth while using his oral-b rechargeable toothbrush, version unknown. He described that he had an injury in his mouth as well as cut lips. He stated that he had replaced the brushhead a month ago and since then this had happened to him twice. He described that he brushed for 2-3 minutes, 3 times a day and the brush had never been dropped. He treated his symptoms with mouthwash and was no longer using the toothbrush. The case outcome was not recovered/not resolved. No further information was provided.